Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a clinical study associate that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 120 to 58 mg/dl after being treated for the low. The customer was given intravenous glucose to treat. The customer experienced symptoms such as seizures. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. It is believed the customer primed the pump and did not rewind while still connected to the pump. The customer had only 17 units remaining from 100 units they had filled during the set change. Troubleshooting was not completed as the customer was retrained on the priming process. The insulin pump will not be returned for analysis.